Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) and was visually inspected. Our investigation is also based on information reported by the hospital. Results: visual inspection revealed the expiratory limb had tear damage approximately 60cm from the patient end connector. A lot check was not performed as no lot information was available. Conclusion: we are unable to determine what may have caused the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the subject breathing circuit was in use for 6 days without issue before the reported leak. This suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The user instructions also state the following: - do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that a leak was detected on an rt265 infant dual-heated evaqua2 breathing circuit after 6 days of use (the ventilator alarmed). It was reported that holes were observed on the expiratory limb. No patient consequence was reported.